Event description:
Implant didn't achieve osseointegration, implant wasn't completely covered with bone, no thread tap used, compromised immune resistance, periodontal disease ((B)(6) are same patient).